Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a record of a '41622' alarm. Functional testing was able to duplicate the reported problem. It was determined that the defective motor was the root cause. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 41622 alarm. There was unknown patient involvement.